Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention to add a new lead to the existing scs system to cover new pain. During the procedure, the physician damaged the existing lead. In turn, an impedance check showed high impedances on all contacts. As a result, the existing lead was explanted and replaced. The issue was resolved.